Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous proximal diagonal artery. The 2.75x15mm xience v stent implant was successfully deployed without reported issue; however, the balance middle weight (bmw) guide wire was difficult to remove and was likely caught with the struts of the deployed 2.75x15mm xience v stent implant. The struts of the deployed 2.75x15mm xience v stent implant became stretched and damaged. When the bmw guide wire was removed, it was noted to be stretched and separated, with a piece of the guide wire remaining inside the patient's body. A 3.0x15mm xience v stent implant was deployed to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 2.75x15mm xience v referenced is being filed under a separate manufacturing report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returning for analysis. Subsequent information revealed that the device was lost and is not returning for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.